Event description:
A nurse reported that a retinal surgery could not be completed due to an infusion issue. The nurse stated that the system did not display any system message. This was the first surgery that the surgeon was performing in this facility. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).